Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had partial display. The customer¿s blood glucose level was 92 mg/dl at time of incident. Customer states the pump was neither dropped nor bumped. The insulin pump will be returned for the analysis.